Event description:
Rptr stated that customer reported that the unit had possibly underfilled final tpn bags with 70% dextrose solution on station 4. Reportedly, several babies on tpn had low serum glucose levels determined by routine testing. The residual from one tpn bag was tested by the hospital clinical chemistry laboratory and found to contain less than 1% dextrose when it was programmed to contain 14%. Customer told the rptr they felt the unit was probably ok, but they wanted it evaluated as one possible cause of the problem. None of babies had any apparent sequelae resulting from the transient hypoglycemia.